Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault). Additionally, the monitor's electrode belt connector was damaged, preventing the monitor from securing to an electrode belt. The monitor enclosure was cracked open and showed signs of physical abuse. The cause for the service code 102 was isolated to a fractured lead on high-voltage capacitor c21 on the defibrillator pca. The root cause for the damaged connector and c21 capacitor was excessive force on the monitor. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete incoming functionality testing.